Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, red particles and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. It does not have measures of thickness dimensions because it has a component. Based on the device analysis the final assessment is: a sharp opening on patch due to an unidentified (tear) opening. The reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "the right implant was torn in the breast, broken device ((B)(6) term for rupture)". The device was explanted. This report is for the right side.